Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the g5 app crashes when multiple apps are running on the (B)(6), that occurred on on (B)(6) 2016. No additional event of patient information is available.